Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure additional text: cover tear on driveline. Specific component(s) involved: other component malfunction, specify additional text: other component: tear in driveline cover. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : using silicone self fusing tape, taped driveline tear. Implant device type: lvad.